Manufacturer narrative:
Evaluation: results - (no root cause could be determined). Inherent risk of procedure (death). No results available since no evaluation was performed (no device received for evaluation). (B)(4).

Event description:
The purpose of this pre-specified analysis of the prodigy ((B)(6)) was to assess device-specific outcomes in an all-comer patient population receiving a balanced proportion of first- or second generation des or bms at the time of intervention. Prodigy is a 4 x 2 randomized, multicenter, open-label clinical trial designed to evaluate the efficacy and safety of prolonging the duration of clopidogrel therapy for up to 24 months in all-comer patients receiving a balanced mixture of stents with varying anti-intimal hyperplasia potency and belonging to both first and second-generation des. Patients undergoing elective, urgent, or emergent coronary angioplasty with intended stent implantation at 3 referral italian sites were randomly assigned in a 1:1:1:1 fashion to 1 of 4 stent types, including everolimus-eluting stents (ees), paclitaxel-eluting stents (pes), zotarolimus eluting endeavor sprint stents (zes-s), or third-generation thin-strut bms. The study ran from december 2006 to december 2008 with a total of 2,013 patients randomized to receive either bms, zes-s, pes, or ees implantation. At 30 days, each stent group received up to 6 or 24 months of clopidogrel and aspirin therapy. A total of 498 patients who received  medtronic integrity stents (bms) and 500 patients who received medtronic endeavor sprint stents (zes-s) were available for endpoint assessment. The primary aim of this analysis was to compare the 2-year outcomes after first- or second-generation des or bms with respect to the occurrence of major adverse cardiac events (mace), including death of any cause, nonfatal mi, or tvr. This was a pre-specified secondary endpoint of the study, and as no formal sample size assessment was performed. Other secondary objectives included each component of the primary endpoint, cardiovascular death, incidence of stent thrombosis defined on the basis of the academic research consortium criteria, and the incidence of target lesion revascularization (tlr) for the entire duration of follow-up or from 1 year onward. Clinical follow-up at 2 years showed efficacy endpoints  - mace rate lowest in the ees group (19.2%) , highest in bms group (32.1%) and intermediate in pes (26.2%) and zes-s (27.8%). Clinical safety endpoints at 2 year follow-up showed - st rates of similarly low rates in the ees group (1%) and zes (1.4%) groups and moderately higher rates of pes (4.6%) and bms (3.6%). The study showed that cumulative mace rate, encompassing both safety and efficacy endpoints, was lowest for ees, highest for bms, and intermediate for pes and zes-s groups. Ees outperformed bms also with respect to the safety endpoints with regard to definite or probable and definite, probable, or possible st.